Event description:
A device report form (B)(6) indicated a hospital in (B)(6) reported: during a procedure: a reposition did not work properly for a disposition of the dermal bone at the back side, so that it was filled with less than 1 g of artificial bone (super pore) particles. Without temporarily fixing by the k wire, it was fixed by 2.7 cortical one directly. (Positioning hole). After that, locking screws were firstly in the most distal holes, secondly in the second row, and then tightening, finally in the most proximal holes. After all screws of va-tcp had been inserted using a guiding block the surgeon was going to torque them with a torque driver. After the screws had been tightened in the most distal holes, when he was tightening the screw in the second row close to the radius, the screw head went through the hole to the deep part of the plate. (The screw did not penetrate.) Because he could not remove it he closed a surgical incision. The screws were left in the body of the patient. This is 2 of 4 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.